Manufacturer narrative:
The bent liquid level detection (lld) nozzle found by the field service engineer (fse) could cause the alarm observed by the customer. The lld wire can become damaged if appropriate care is not taken during operator maintenance of the nozzles and liquid flow cleaning (lfc). The investigation determined the root cause of the event was the damaged lld wire caused during operator maintenance.

Manufacturer narrative:
On (B)(6)2023, the field service engineer (fse) found the liquid level detection nozzle was bent and repaired it. Pinch valves and pinch tubing were replaced. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of an alarm occurring multiple times. And discrepant results for 1 patient sample tested for elecsys tsh (tsh) on a cobas e 801 module. The initial result was 0.01 mu/l. The repeat result was 2.79 mu/l. It is not known if the questionable result was reported outside of the laboratory. The tsh reagent lot number and expiration date were not provided.